Event description:
(B)(4). When I had the coils put in (B)(6) of 2009, I was told it was the best and safest birth control out there. So my dr put 2 "could" in yet I only have one fallopian tube. About 2 months after, I started experiencing very bad cramps and lots of bloating, I brushed it off for about a month. I then couldn't take the pain any longer and went to the hospital to find out that my essure cannot be located. Although in x-ray they see them yet thru ultrasound and a hysteroscopy they can't locate them. Years of pain and uncontrollable bleeding I've finally found a dr that has done his best to locate them. Now I'm having a full hysterectomy on (B)(6) 2017. Almost 9 years of these evil things. I wished they would of done more test on the essure before putting them in the world. Now I'm dealing with things at (B)(6) years old that I shouldn't be.